Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump reset unexpectedly. In addition, the pump history was noted to be inaccurate and indicated a data log corruption. Customer reported blood glucose (bg) level was 162 mg/dl. Reportedly, the customer has a backup pump and will obtain back up manual injections for continued insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the reported issue was confirmed. In addition, a different issue was found.